Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The complete initial reporter's address is (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water did not circulate from the arctic sun device to the arctic gel pad. Lcd screen remained in the priming state for a long time. So, they tried connecting it to a different device, but the issue was not resolved. In the end, they replaced the arctic gel pad with a new one, and it was working well.

Manufacturer narrative:
The reported issue was confirmed to be use-related. The root cause of the reported issue is that a pad was cut. Visual evaluation of the returned sample noted one opened medium arctic gel pad kit present with no original packaging. Three photo samples were also received for evaluation. Visual inspection noted the following: * a portion of the right chest pad and liner was missing. The edge was jagged indicating several cuts were made. No obvious visible defects such as cuts or tears in the foam in all other pads. * no visible chips or deformities at the ends of all connectors. * tubing for all the pads noted no kinks present. * all pads were received with wet hydrogel. The hydrogel layer awas peeling back from the edge of the right thigh and right chest pads. Additionally, the layer on the right thigh pad was lifted in the middle. Pr# 11998340 was created to capture this finding. Hydrogel was intact with pad and not separated on all other pads. * no crushed dimples or signs of overlamination in the pads. * one returned photo shows the display for the arctic sun device. The device shows a flow rate of 0.0 l/m and displays "priming". The plot of patient and water temperature shows that therapy has been in progress for several hours before any alerts or alarms were received. * one returned photo shows a sticker for a left chest pad, lot # nghw2813. * one returned photo shows pad connectors in a fluid delivery line manifold block. The connector in front does not appear to have water flowing through it. The reported issue could not be verified without further testing. Each pad was individually tested using tm0301222 rev 2. All individual measured flow rates are outlined. * right chest pad: the flow rate was unobtainable due to a significant air leak into the cut on the pad. The air leak could not be sealed to obtain water flow. Although water flow was not observed during testing, the pad was received with water inside that could not be drained, indicating that the pad was cut after therapy had started. * left chest pad: a total of 6.5 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 41%, inlet pressure was -7.0psi. * right thigh pad: a total of 5.7 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 37%, inlet pressure was -7.0 psi. * left thigh pad: a total of 5.4 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 35%, inlet pressure was -7.0 psi. According to the test method tm0301222 rev 2 the flow rate was found to be inadequate for the returned pad. (Acceptable range > 2.4 l/min. M2). A review of the risk document, afmea ra2800003, revision 9, was performed for this investigation. The reported event is addressed in step # 3.2.4. Based on this review the risk is within the expected range. The instructions-for-use under baw7667062 rev 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per the IFU: "the arcticgel¿ pads should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance." The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water did not circulate from the arctic sun device to the arctic gel pad. Lcd screen remained in the priming state for a long time. So, they tried connecting it to a different device, but the issue was not resolved. In the end, they replaced the arctic gel pad with a new one, and it was working well. Per follow up information received via task on 31mar2025, as mentioned on pir, the defective arctic gel pad was connected to another arctic sun device, but the issue was not resolved, and the priming message remained on the lcd screen for a long time. In the end, they had no choice but to replace it with a new pad. This way, it was working well. There was no need to repair arctic sun device. It was a problem with agp. The therapy was completed using the original device with a new agp. The patient was not affected by the issue. Per sample evaluation results received via task on 01may2025, hydrogel peeling from edges of the arctic gel pads.